Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Atp therapy accelerated the rhythm into ventricular fibrillation and hv therapy effectively converted the rhythm. Programming changes were made. The patient condition was stable.